Event description:
It was reported that during a pta treatment procedure involving a dialysis access graft, balloon removal difficulties were encountered. During the procedure the balloon did not deflate completely, and was not able to be withdrawn through a 7f sheath. The physician was able to successfully complete the procedure, but had to pull the balloon and sheath out as a unit. It was reported that there were no injuries or complications for the patient. Patient status is reported as "good".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. As the lot number is unknown, a review of the shop floor paperwork could not be performed.